Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, lab: 4.2; date: (B)(6) 2011, inratio: 5.4; date: (B)(6) 2011, inratio: 3.6, lab: 3.0 (within 30 minutes). Pt self tester.

Manufacturer narrative:
Investigation pending.